Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that lead output had decreased from 3.25v@1.25ms to 2.75v@1ms. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.